Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, an opening, and a device appearance of 40-mm dark patch edge material inside the gel of the device. A microscopic analysis was performed which identified two sharp edge openings assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is two sharp openings on the posterior side assessed as an unidentified tear opening. Additional, corrected, and/or changed data: h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.